Event description:
It was reported that a patient underwent a pelvic floor repair procedure in 2004. In 2005, the patient experienced dyspareunia of mild severity. The surgeon reported that the cause of the dyspareunia is undetermined as there was no tenderness on examination. The patient has been treated with estrogen cream but still experiences dyspareunia very occasionally.

Manufacturer narrative:
Date sent to the FDA: 12/28/2007. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.